Manufacturer narrative:
Unique identifier is unknown. No information has been provided to date. This MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Cracked on right plunger case and deep scratches on keypad. Motor rate error was found in the event history log. Motor rate error was found during occlusion test. The root cause of the reported issue was found to be leadscrew does not operate as intended do to normal wear. This pump was over 7 years old and is likely to experience additional drive train failures as a result of normal wear. The technician replaced leadscrew and clutch halves. Performed occlusion test and all functional tests which passed.

Event description:
It was reported that the motor rate error. No patient injury was reported.